Manufacturer narrative:
The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" alarm error occurred. Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed the reported issue and found that the data acquisition (da) printed circuit board assembly (pcba) was faulty. The asp engineer stated that the equipment department of the hospital replaced the da pcba and restored the device back to normal use: the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Additionally, the asp confirmed that the device was not in patient use at the time the reported issue was discovered as the issue occurred before use, and defective parts were not returned.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" alarm error occurred. The investigation is ongoing.